Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer's blood glucose level was 127 mg/dl.